Event description:
It was reported that a revision hip surgery was performed due to infection.

Manufacturer narrative:
The associated complaint device was not returned and no lot/serial number was provided. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this investigation can be re-opened. No further actions are being taken at this time.